Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when the interface (umbilical) cable was unplugged from the imaging system, the motion battery would show that it was depleted. No additional information was provided. There was no patient present when this issue was identified.